Event description:
It was reported on (B)(6) 2026 that the patient showed to the clinic with communication faults. The alarm was manually cleared and had the patient with q10min data collection to reassess after the alarm was cleared and the driveline was manipulated. The log files were submitted for review. The event log files captured driveline comm faults (comm b) that started at the beginning of the log data and continued for the remainder of the log files. According to the email sent by the customer, the alarms were cleared and did not return. It was later communicated that the alarms returned after the patient left the clinic. After the alarm was cleared, a new set of log files were collected before the alarm reoccurred. The patient returned to the clinic and the system controller was exchanged as well as the modular cable. The new event log files showed comm faults cleared on (B)(6) 2026 at 0954 and a single reoccurrence of the comm fault at 1034 which resolved on its own.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via the submitted log files; however, it was not reproduced. A review of the submitted controller event log file revealed prior to 17:56:15 on 02apr2026, the driveline communication fault alarm was active due to a communication b broken fault. The alarm was cleared by the customer at 10:05:47 on (B)(6) 2026; however, retriggered by 10:47:57 and remained active until the end of the log file. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The returned modular cable, lot number 10297692, was functionally tested with a test system controller and found to operate as intended during analysis; no alarms were reproduced, including when manipulating the modular cable. The cables internal conductors were also tested, and resistances were slightly elevated. The insulation of the underlying wires was tested and passed. The outer layers of the modular cable were stripped, and the underlying wires were observed to be physically unremarkable. The provided information stated the alarms were cleared in the clinic, it was later communicated that the alarms returned after the patient left the clinic, and a new set of log files was collected before the alarm reoccurred. The patient returned to the clinic and the system controller was exchanged as well as the modular cable. Additional information indicates the alarms have not reoccurred after the exchange and the cause of the driveline comm faults could not be identified by the customer. A root cause for the reported event cannot be conclusively determined through this analysis. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, heartmate 3 patient handbook, are currently available. Section 2 of the IFU, ¿system operations,¿ explains that if it has been determined that damage has been detected in the modular cable, it should be replaced and provides instructions on how to do so. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to keep the driveline clean and check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables.¿ furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot driveline communication fault alarms. The patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed, and the records revealed the heartmate 3 vad modular cable (lot number: 10297692) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.